Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.